Event description:
It was reported to target that during the embolization of a carotid ophthalmic aneurysm ten gdc coils were deployed uneventfully, but the eleventh (a gdc-10 4 x 8 was too large and was replaced with a 2 x 4), which achieved an overall satisfactory result. The pt awoke with no evidence of thrombotic complication, however, 3 hours post-op although pt had been on heparin, pt developed a profound left side hemiparesis. Investigation found the "rica" to be occluded. Following catherization, 1.4-mg of rtpa was infused to clear the "rica", but there remained perfusion problems of the main coronary artery due to residual occlusion of the 2nd middle branch of the trunk. The heparin was increased and the initial screening found that there was no gdc prolapsed into the parent vessel. The pt was maintained on an aggressive heparin dose with rtpa infusion from the internal carotid artery over night. The following mornign screening showed migration of a small gdc distally into the internal carotid artery, giving rise to total vessel occlusion. Due to evidence of extensive right main coronary artery infarction, no further intervention was considered appropriate. Total left hemiparesis was apparent. The pt died.